Event description:
It was reported that this pacemaker exhibited noise oversensing on the right atrial (ra) and right ventricular (rv) channel. Inappropriate atrial tachy response (atr) episodes were stored. Pacing inhibition was also observed, however there was no asystole due to an escape rate. Technical services (ts) recommended further testing. No adverse patient effects were reported. This pacemaker remains in service.